Manufacturer narrative:
This report was initially filed as MDR MFR. Report # 2124823-2016-00004 with the manufacturing site being (B)(4). The correct MDR MFR. Report # is 3008729547-2016-00004 with (B)(4) for the manufacturing site. Patient information was not able to be obtained. Incident date: unknown. The customer did not return the failed power cord for investigation. The dash ac power cord associated with this complaint was manufactured may of 2009. Frequent connection and disconnection of the dash power cord to an ac outlet can cause stress on the blades that eventually leads to weakening of the crimp-to-wire connection inside the power cord. Current flow through the weakened crimp connection causes the power cord to overheat and possibly melt and burn. Ge provides preventative maintenance labeling for users to inspect and test the integrity of power cords in the "electrical safety checks" section of the dash service manual. This testing assures that the electrical resistance of the safety ground conductor and the level of leakage current (line conductor-to-ground and neutral conductor-to-ground) meets the iec 60601-1 standard. The device was brought to the hospital biomed shop for repair. The hospital plant operations replaced the outlet. This report was initially filed as MDR MFR. Report # 2124823-2016-00004 with the manufacturing site being (B)(4). The correct MDR MFR. Report # is 3008729547-2016-00004 with (B)(4) for the manufacturing site. Patient information was not able to be obtained. Incident date: unknown. The customer did not return the failed power cord for investigation. The dash ac power cord associated with this complaint was manufactured may of 2009. Frequent connection and disconnection of the dash power cord to an ac outlet can cause stress on the blades that eventually leads to weakening of the crimp-to-wire connection inside the power cord. Current flow through the weakened crimp connection causes the power cord to overheat and possibly melt and burn. Ge provides preventative maintenance labeling for users to inspect and test the integrity of power cords in the "electrical safety checks" section of the dash service manual. This testing assures that the electrical resistance of the safety ground conductor and the level of leakage current (line conductor-to-ground and neutral conductor-to-ground) meets the iec 60601-1 standard. The device was brought to the hospital biomed shop for repair. The hospital plant operations replaced the outlet.

Event description:
The customer reported the dash 4000 was plugged into the outlet while monitoring a patient's vitals. The outlet receptacle started sparking and the power cord from the dash 4000 melted. The neutral prong on the power cord stayed arched and welded inside the outlet. The patient was not harmed. The monitor was unplugged from the wall and a large amount of smoke came out of the electrical outlet. The patient was transferred to another room to continue monitoring on a different device.